Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 23mm aortic valve was explanted after an implant duration of two months, 18 days, due to unknown reasons. A 23mm aortic valve was implanted in replacement. No complications were reported. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). On occasion rings or valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is an intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, valve removal might facilitate repair of the injury. In this case, patient underwent surgery due to aortic graft infection, and valve explantation was required. There was no reported malfunction of device and the valve was removed due to prophylactic purposes.

Event description:
Edwards received information the 23mm valve was explanted due to prophylactic replacement. As reported, the patient had aortic graft infection and patient developed a collection around the graft and failed medical therapy; therefore, had a reoperation and the valve was explanted with the graft. Patient was reported to have succumbed to the disease and passed away.